Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 360 mg/dl and a bolus was delivered to address bg. Cause of elevated bg was not known. Pump system check was performed with tandem technical support and an air bubble was observed in the luer lock. Customer changed out the pump supplies.